Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to psychological reason (non-device related). It is unknown if there are plans to re-implant the patient as of the date of this report.